Event description:
During a coronary drug eluting stenting treatment procedure the struts were damaged. The 3.5x20mm taxus liberte drug eluting stent did not go through the lesion in the left anterior descending artery. The struts of the stent opened and it was removed. After a second pre-dilation a second 3.5x20mm taxus liberte drug eluting stent was well positioned. There were no pt complications.